Event description:
It was reported that after connecting the exhaust and preparing to use it, a liquid leak was discovered.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.